Manufacturer narrative:
The user facility reported that after precleaning, the device had been manually cleaned in the sink and then reprocessed with a non-olympus washer. Omsc inspected the device and confirmed the following: -the amount of air and water supplied by the device met the specified value, and there were no abnormalities, against the indication from the user facility. -no foreign material clogging in the air/water nozzle could be confirmed. However, another videoscope owned by the user facility also reported poor water supply, and omsc inspection confirmed that the air/water nozzle was clogged with fibrous debris. Therefore, it is possible that foreign material such as fibers derived from gauze used in the user facility temporarily clogged the air/water nozzle of the device, and then the clogging was cleared. This may have resulted in a weak water supply as reported by the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The device was returned to olympus medical systems corp. (Omsc) from the user facility due to poor water supply. Omsc inspected the device and determined that it could have been caused by a temporary blockage of foreign material in the air/water nozzle. There was no report of patient injury associated with the event.